Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during a bolus. Reportedly, the customer did not see drops exiting the tubing when the tubing was disconnected from the site. The customer's blood glucose (bg) level was 250 mg/dl and the bg level was addressed with a manual injection. The customer changed the all the supplies to address the event and resumed insulin delivery.